Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 04/29/2016. Conclusion / root cause: this motor controller (mc) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is vent inop. There was no patient involvement.